Manufacturer narrative:
A partial lead was returned in two segments connector portion measuring 23.6 cm and the distal portion measuring 26.9 cm. Analysis was normal. No anomalies were found. The damage found was sustained during surgical procedure.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the device, high threshold was observed on the right ventricular lead. It was discovered after a CT scan that the lead was dislocated. The lead was attempted to be repositioned however the helix could not be rotated. The lead was explanted and replaced. The patient was stable post procedure.